Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the pump powered on with the returned battery cap. A power loss was not duplicated. The battery cap measured to be within specifications. There was a battery compartment crack observed below the grip pad. There were no pump reboot events observed throughout the black box history. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events duplicated during investigation. There was no evidence of moisture or loose components inside the pump. Unrelated to the power allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.